Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. A representative reported that there have not been any further issues with the system. Logs have been received for review. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection procedure. It was reported that intra-operatively, the camera cart monitor rebooted itself while the surgeon was registering the patient. There was no delay as the surgeon was using the main cart monitor for the surgery. There were no reported issues with the main cart monitor. The camera cart came back online and no further issue occurred during the procedure. There was no reported impact to patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined because the issue could not be replicated. If information is provided in the future, a supplemental report will be issued.